Manufacturer narrative:
Correction: g1 additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3001743903. An event of valve degeneration with calcification and high gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that there was circumferential subvalvular pannus and a septal bulge. Additionally the patient was treated for endocarditis following explant.

Event description:
On (B)(6) 2011, a 19mm trifecta valve was implanted. The patient's dyspnea progressively worsened. An echocardiogram was performed and revealed valve degeneration with calcification and a high gradient. On (B)(6) 2019, a valve replacement was performed and a 19mm magna ease was implanted. Following the explant the patient was placed on antibiotics for endocarditis. Upon explant, it was observed that there was calcification on the cusps, notably on the non-coronary cusp. There was no cusp tears, perivalvular lesions, nor peri-prosthetic leak. However, the device was noted to be small, there was circumferential subvalvular pannus, and a septal bulge was noted. The patient is reported to be discharged.